Manufacturer narrative:
The insulin pump had excessive no delivery alarms noted during displacement test with no reservoir due to faulty force sensor resistor. The insulin pump was unable to perform displacement test, rewind, basic occlusion test, prime and occlusion test due to excessive no delivery alarms. No gap anomaly noted between reservoir and the piston during testing. The insulin pump was received with cracked reservoir tube lip noted during testing.

Event description:
The customer's mother reported via phone call that they received several no delivery alarms. The customer's mother reported that there was a gap between the reservoir and the piston. The customer's blood glucose was over 300 mg/dl at the time of incident. The customer's mother stated that there were drops after rewinding and priming. The customer's mother stated that the insulin did exit during plunger push. The customer's mother stated there were gap and a no delivery alarm everytime they rewind and prime. The insulin pump will be returned for analysis.